Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A exterior visual inspection was performed and no defects were found. Functional testing was attempted but could not be completed because the receiver does not communicate with the global receiver functional test station. Due to an error displayed on the screen, an investigation was unable to be completed. The customer complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that the receiver displayed err171 on (B)(6) 2015. The patient's mother did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.